Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sample syringe (part number zm011100) and buffer syringe (part number) zm136200 to resolve the issue. Beckman coulter internal identifier is case: (B)(6).

Event description:
The customer reported low sodium (na) and high chloride (cl) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event. The customer noted anion gap values were low.